Event description:
During right shoulder arthroscopy with rotator cuff repair bicep tenolysis and subscap repair, the tip of the arthrex scorpion needle, multifire needle broke off inside the shoulder joint. Md decided it was in the best interest of pt to leave te retained tip in place because it could not cause functional impairment of the shoulder.